Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device returned. Additional information: h6, h3. The actual device batch number associated with this event is not known. The following are reported possible batch numbers: ubmamr: expiration date: jan/31/2029 date of mfg.: feb/02/2024, UDI: (B)(4). Tmmmld: expiration date: oct/31/2028 date of mfg.: nov/27/2023, UDI: (B)(4). A review of the manufacturing record evaluation for the possible batch number was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the photo showed an open box with product code j494g, lot no. Ubmamr, expiration date 2029-jan-31 and an aluminum package with product code j496, lot no. Tmmmld, expiration date 2028-oct-31. According to the manufacturing dates there is a two month difference between the two batches of products. Due to the difference in dates, it is not possible that they could have been mixed during the manufacturing process. During the packaging process, each box and label barcode are scanned in the system to compare the information. According to result obtained during the investigation, the reported complaint could not be confirmed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. It was one individual suture of j496g inside the j494g box. 2. Please see the attached photo. 3. It was one box, not sure if they still have it. 4. Maria decano of pipeline medical. 5. Nothing shipped. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported by the distributor per the account: that inside the box of j494g customer received suture (B)(6). There was no patient consequences. The device is available for return. No patient involvement. No adverse patient consequences were reported. Additional information was requested.